Event description:
It was reported that at a routine device change out, the atrial lead had high impedance. It was noted that the lead impedance had started to rise several weeks prior to the change out. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.